Event description:
It was reported that the opsite post op waterproof dressings were certainly not waterproof and were not staying sealed on the skin after a shower, the customer change the dressing it bubbled and was full of water. The clear plastic seems to have changed to previous ones that they have bought.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no product codes or lot numbers have been made available and no complaint sample or photograph was provided. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The database of change controls for the opsite post-op product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, or additional information provided, we may make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.